Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
Material no.: 305110 batch no.: unknown. It was reported that during use of the bd precisionglide¿ needle the needle broke in the fill port. The following information was provided by the initial reporter: customer reported needle broke in fill port.

Event description:
Material no.: 305110; batch no.: unknown. It was reported that during use of the bd precisionglide¿ needle the needle broke in the fill port. The following information was provided by the initial reporter: customer reported needle broke in fill port.

Manufacturer narrative:
The following information has been corrected. D.2. Common device name: hypodermic single lumen needle. D.4. Medical device catalog #: 305110. D.4. Medical device lot #: unknown. H3 other text : see section h.10.